Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. The insulin pump also alarmed. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. Unable to perform the prime test due to the loose drive support disk.